Manufacturer narrative:
The reported event of broken/damaged was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn (B)(4) performed from 07/18/2006 to 7/9/2020 and confirmed that this device was previously returned for display scrambled and cracked rear case servicing, there were no production failure/s which correlate/s to the customer reported issue. This shall be reviewed as part of part usage trending in complaint review board. Additional comments: no effect additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged- (B)(4). Failing co2 accuracy test.